Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device would not cut and it was not sharp. On (B)(6) 2016 it was clarified that there was no harm or injury to the patient or operator. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on july 12, 2016 revealed nicks and scratches to the ratchet handle and head. There were also nicks and scratches noted to the meshgraft handle and the bottom plate. The roller was discolored in areas and there were some nicks noted to the cutter blades. The device produced a passing test mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(4) 2016 which included replacement of the dull cutter, worn roller, side plates and damaged handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event ¿that the device would not cut¿ was non-verifiable since during initial inspection it was revealed that the device produced a passing test mesh. The reported event ¿that it was not sharp¿ was confirmed since during initial inspection it was noted that the device cutter blades had nicks. The root cause of the reported was event device would not cut cannot be specifically determined as the device produced a passing test mesh. The root cause of the reported event that it was not sharp was due to nicks on cutter blades. The issue was resolved replacement of the dull cutter, worn roller, side plates and damaged handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device would not cut and the blade was not sharp. No adverse events were reported as a result of this malfunction.